Event description:
During product service by a service technician, a flo-gard infusion pump was found to have out of specification force sensing resistors. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The forse sensing resistors were identified to be out of specification during visual inspection. The cause of the condition was not determined. To correct the condition, the device was swapped. Should additional relevant information become available, a supplemental report will be submitted.